Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occured in argentina. The patient's mother reported that the patient experienced high blood glucose (bg) levels, measuring 400 mg/dl. This high reading was associated with issues involving the cannula. To address the elevated blood glucose, treatment was administered solely through the insulin pump, without resorting to alternative methods. No further information available.